Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, loss of capture at maximum outputs was observed on the right ventricular (rv) channel of this pacemaker. A lead dislodgment was suspected but could not be confirmed via x-ray. The patient's indication for therapy is sinus bradycardia and therefore they were asymptomatic to the loss of pacing. The system was reprogrammed to turn off rv pacing. The physician is confident that the patient is well managed without the rv lead and has no plans to revise the system. This pacemaker remains in service. No adverse patient effects were reported.